Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that upon opening, a hair was found in the secondary packaging. Due to this, another surface was opened and used to complete the surgery.